Event description:
It was reported that the device experienced a long pause with inspiratory and expiration and technical failure alarms 300, 316 and 545. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.